Event description:
The account alleged the bed will not place a nurse call. No pt impact. (B)(4).

Manufacturer narrative:
The account isolated the issue to the hand pendant. No further info is available on the repair of the bed at this time.